Event description:
Please be advised that while investigating an event involving one of our products, (B)(6). Noted a potential adverse event regarding a non-biosense webster, inc. Product. It was reported that at the end of the procedure, it was noticed that the patient had an right ventricle effusion. The physician was performing a routine check with ice imaging with a soundstar catheter post-ablation and that's when the effusion was noticed. No medical intervention provided. No patient signs or symptoms had been noted. The patient is currently stable. The caller stated that the physician thought it happened during transseptal access with the competitor sheath- multiple wires were used. The caller stated that transseptal access was difficult. (B)(6) products used was the soundstar (10439011, unk sn), pentaray (inserted after transseptal access), no bwi ablation catheters were used. Ablation system in use: bsx pfa additional information received stated that the baylis versacross sheath was used for the transseptal puncture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).